Event description:
During implant procedure, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the issue. The patient was stable.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies.